Manufacturer narrative:
Unique device identifier (UDI). The customer's calibration, qc, system alarm trace, and sample pre-analytic data were requested but not provided. The field service engineer performed system adjustments and performed mechanical checks. The customer performed qc with acceptable results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable phos2 phosphate (inorganic) ver.2 results for two patients tested on a cobas 8000 c 702 module. During the morning of the date of the event, the customer had phosphate qc issues. The customer was able to get passing qc results but pulled patient samples for repeat testing. Patient 1's initial phosphate result was 2.5 mg/dl, and the patient's repeat result was 1.8 mg/dl. Patient 2's initial phosphate result was 1.3 mg/dl, and the patient's repeat result was 0.9 mg/dl. The customer determined the repeat results were correct and provided corrected reports. The phosphate reagent lot number and expiration date were requested but not provided.